Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that since day of implant - doi their device was not working to control pt's symptoms. The pt stated that they were not getting any relief. The pt reported they have had so many accidents since getting this implant. The pt stated due to this, they had tried increasing stimulation and inquired about difference in programs. Patient services reviewed therapy overview and expectations. Patient services reviewed max amplitude and programs overview. Patient services walked the pt through checking therapy status on the call and pt confirmed therapy was on at 4.6v on program 3. The pt stated initially, on doi they think they were on program 4 and stated they must have mistakenly changed to program 3. The pt wanted to stay on program 3 since this is the program the pt had been trying to increase stimulation on program 3 over the last few days. The pt increased stimulation on the call to 5.0v and stated that they weren't entirely comfortable, so pt decreased stim to 4.9v and confirmed feeling strong, but confirmed "reasonably" comfortable. The pt will monitor symptoms now that change was made and will follow up with hcp if not seeing an improvement. The pt mentioned they don't have a follow up appointment scheduled with their managing hcp. The patient was redirected to their healthcare provider to further address the issue. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from the patient. They reported that their interstim was not working at all, that they were having diarrhea all day long every 5-10 minutes. The patient stated it was ongoing and they were concerned about their quality of life. They reported they had one accident on the highway where they had explosive diarrhea all over the car and their dress. The patient stated they were concerned because they had to have an extensive spine surgery on (B)(6) 2022 and they wanted to know what to do to make their symptoms better. The patient stated the implant never really worked very well, that their previous implants worked better but this one didn't. Patient services clarified with the patient that the patient had been referring to not getting relief of their baseline symptoms with their current device. The patient then stated that their symptoms have actually gotten worse since implant. The patient asked about how the programs on their device were intended to work and while patient services was explaining the lead placement (the patient was a nurse practitioner,) the patient asked about the importance of lead placement and if placement could have an effect on the therapeutic effect. Patient services reviewed this information with the patient. While on the call, the patient confirmed their stimulation was on, on program 5 at 3.0 v. The patient increased the stimulation to 3.3 v where they could feel the stimulation comfortably in the bicycle seat area. The patient commented that when they would change their settings in the past they would feel the stimulation but then the stimulation sensation would diminish over time and the patient asked if that was normal. Patient services reviewed stimulation and therapy expectations with the patient. The patient also reported while troubleshooting that in their attempts of finding the right setting to help their symptoms, they weren't able to get on to program 2 or program 1. The patient then clarified the issue, that when they would switch to program 2, the device would say "done," and the therapy would turn off and they couldn't increase the stimulation. The patient was not able to troubleshoot further with the programs on the call as they had to go to an appointment. The patient was going to monitor their symptoms now that they had made a settings change and patient services advised the patient to call patient services back when they had time to troubleshoot their program issue. The patient was also advised to reach out to their managing health care provider (hcp) to discuss their therapy concerns.

Event description:
Additional information was received from the patient. It was reported that there was no known cause and the issue had not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.